Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was in the right coronary artery (rca) with a 3.5mm reference vessel diameter and a 10mm lesion length. Pre-procedure there was 75% stenosis and post-procedure there was 0% residual stenosis. A 3.5x12mm liberte stent was implanted. An additional non-bsc stent was implanted to treat the dissection. The procedure was a technical success. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.